Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/reporter, the patient's mother, contacted lifescan (lfs) to report the one touch ping meter had a purple spot on the display. On (B)(6) 2010 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On (B)(6) 2010, the patient noted there was a purple spot on the display of the reported meter; she was unable to discern the blood glucose reading. The patient delayed testing and taking insulin, waiting for the spot on the display to disappear. Five to eight hours later, the patient experienced the symptoms of frequent urination, sweating and headache. While symptomatic, the patient tested her blood glucose level using a backup meter, and obtained the blood glucose reading of "in the 400's mg/dl". The patient administered self-treatment with an insulin bolus using her pump, and felt better afterwards. The patient did not seek any medical attention. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after she was unable to see her blood glucose readings due to the reported meter display issue and delayed taking her insulin, and received treatment with insulin to alleviate those symptoms. Therefore this complaint is being reported.